Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector shaft was sticking when being moved within the handle. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.